Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a subacromial decompression, two (2) full radius bonecutter blades, started to shedding off metal debris off the blade and into the patient's joint space. The majority of the shed metal debris was retrieved out of the patient with suction through our shaver blades but there was likely still metal debris in the patient. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported devices were received for evaluation. A visual evaluation showed two devices were returned together in a single bag without any original packaging. The color scheme and magnet placement of both the devices matches the print. There is heavy scoring on the inner diameter (distal side of the weld) of both the outer blades where possible large hard debris was trapped. Bio debris is present. A functional evaluation of the device found that when connected to a reference mdu, it spins as intended without grinding, seizing, or unexpected noise. No shedding or particles were noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended inappropriate or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.